Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "trigeminal neuralgia" is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported injecting a patient in the chin area with 1ml of juvéderm® voluma® with lidocaine. The patient was concomitantly injected with 1ml rha 3 (non-abbvie) in the jowl/marionette. Approximately eight months later, the patient was diagnosed with ¿trigeminal neuralgia.¿ the patient ¿felt extreme pain" in their jaw. After 3 months of consistent pain, the patient saw a neurologist and dentist who told the patient the pain could be due to the filler done in jaw. The patient believes the injecting hcp ¿damaged their trigeminal nerve by going too deep during procedure.¿ event status is unknown. His is the same event and the same patient reported under emdr (B)(4). This emdr is being submitted for the serious injury.